Manufacturer narrative:
The estradiol reagent lot number and expiration date were requested, but not provided. The field service engineer inspected the analyzer flow path and many cracks were observed in a sensor block. The sensor assembly was replaced. Kinked tubing was also found and replaced. The pressure sensor voltage was checked and was within specifications. An instrument check was performed and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas e 411 analyzer. The sample initially resulted in an estradiol value of 2756 pg/ml. The patient's provider questioned the result since the result did not match the patient's history. The sample was repeated and the result was < 5 pg/ml. The repeat value was deemed correct.